Event description:
Account reports 2-3 incidents of "disconnects" with product code 2n3326. Incident happened on babies who were being transported by air through the air transport department. No medical intervention required for the babies, although the patients' intravenous access had to be restarted on two incidents. No samples available.